Event description:
On 03/09/2000, the MFR received a report via a fax from the facility that states the following: the device was placed in 2000, via right internal jugular heparin 5,000 units/cc (red-1.6, blue=1.4, white=1.2). Changed daily using sterile technique valves changes and tegaderm dressing changed 02/01-02/04/2000. Then every three days 02/07, 02/10 and 02/12/2000. On 02/13/2000, temperature=99.4, collected 02/14, 02/15 and 02/16/2000. On 02/20/2000, flushed, lab and valve changed. Admitted on 02/21/2000 with fever/chills. Cultures of each of the three lumens grew coag. Neg. Staph epi. As did one bag of collected stem cells. Vanocomycin x 10 days. Coag. Neg. Staph catheter removed and cultured in 2000. Started on granulocyte colony-stimulating factor for re-harvest, 03/07, 03/08, and 03/09/2000. A temporary catheter was placed in the right groin on 03/06/2000, then will need PICC line placed for stem cell transplant. Unable to retrieve device from operating room. No further details were provided.